Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported the patient had their upper ins removed in (B)(6) 2019. The reason for removal given by the patient was narrowing of the spinal canal. The patient reported they thought the device was causing paralysis, but it was not true because it did not improve since the ins was taken out. The patient explained he had a myelogram about 8 months ago and ended up having loss of mobility in his lower extremities after that myelogram. Patient was considering implanting the device again. No further information was provided. No further complications were reported/anticipated.

Event description:
Additional information was received from the patient. During related call pt reported, his upper stimulator was removed after he became paralyzed, they suspected the paralyzation was from the stimulator, but he does not believe so because it helps him go to the restroom and walk a little. Pt said nobody knows why he became paralyzed. Pt's sister, kim combs came on the phone, she said she was his caregiver and said after pt got the upper stimulator he got the numbness in his legs, he was losing control of his legs he would fall out of nowhere, so that is when they called the hcp at (B)(6), and they decided to do myelogram with fluid to find out why he had numbness and losing control of his legs, and he hasn't walked since and nobody knows why, they were told, it could have been the stimulator, it could have been trauma, infected or screwed up couldn't figure out why. Caller said, when he came out of the test they told him, he would have difficulty walking but he would gain the walking back, 2 days later he still did not gain control of his legs they put him into the hospital they took the upper stimulator out to give him more flow with his spine and just kind of waited to see what would happen and over the 2 years going back and forth he has had some improvement he is able to move more and do things but not like he was but no one can tell them exactly why he became paralyzed they don't know. Nobody wants to say why. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.